Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one broken lock ring was received. The reload had all full complement of staples. The jaw of the reload was open. The sled was positioned before proper loading of the reload was confirmed. All sutures were intact and the reinforcement material was properly anchored. Damage was found at one of the proximal ends of the tab. Functional testing noted that the lock ring was broken but the reload was loaded into a representative handle and the returned handle. The reload was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due improper orientation of the lock ring or over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot number: p4l0901). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopic pulmorrhaphy, there was a crack at the base/proximal part of the lock ring. After pulling it up, it slipped/slide down when it was returned to its original position. The lock ring was out of position. A new handle was taken out, and the connection with the reload was checked. Since the connection was not possible, a new reload was provided. There was no patient injury.